Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found that there were no bends, kinks, or damages to the cannula. The data showed no evidence of struggle in the drive mechanism indicating that the cannula was not occluded by bends or damaged at the time of the event.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent and there was a hole.